Event description:
It was reported that the luer lock on a small volume intermate "spontaneously shattered," while attached to the patient's catheter. The patient had attached the luer to his catheter and initiated therapy, however, the luer shattered five minutes into the infusion. There was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Sample evaluation: one sample was returned for evaluation. During a visual inspection, the problem was confirmed as the luer lock was broken. However, the assignable cause could not be determined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.